Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited partial telemetry, please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a longevity difference between latitude and the programmer. Technical services discussed that latitude uses a more conservative estimation for longevity and it will be updated in the future to use same estimation as the programmer. No adverse events. This supplemental is to provide additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a longevity difference between latitude and the programmer. Technical services discussed that latitude uses a more conservative estimation for longevity and it will be updated in the future to use same estimation as the programmer. No adverse events.